Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary left l4-l5 spinal root decompression. Eleven months later, the patient presented with acute onset lower back pain. The investigator noted the event as moderate in intensity. Patient was prescribed celebrex (200mg qd) and lortab (prn). The event resolved with treatment in 10/1999. The event was classified as unrelated to adcon-l. The event was considered in idiosyncratic effect.